Event description:
It was reported that this right atrial (ra) lead was attempted implant because it exhibited high pacing thresholds even after tried multiples positions. When the physician took it out of the body, a piece of tissue was entangled in the helix. The helix stretched as the tissue pieces were removed, even though the screw was deformed, and it became unusable. A new ra lead was successfully implanted. No additional adverse patient effects was reported.

Event description:
It was reported that this right atrial (ra) lead was attempted implant because it exhibited high pacing thresholds even after tried multiples positions. When the physician took it out of the body, a piece of tissue was entangled in the helix. The helix stretched as the tissue pieces were removed, even though the screw was deformed, and it became unusable. A new ra lead was successfully implanted. No additional adverse patient effects was reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent a helix mechanism test failed due to the helix being deformed, other test was performed and not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis suggest the caused could be due a unintended use error due to the helix being deformed.